Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system and spi to motor pic communication error alarm. The customer¿s blood glucose level was 87 mg/dl at the time of the incident. The customer also reported that the insulin was squirting during manual prime process. The customer stated that the drive support cap was partially sticking out. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit was received with currents in specification. Unit passed rewind test, basic occlusion, and displacement test. No compromised force sensor system alarm. Unit had minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip, cracked lcd window, and loose/protruded drive support disk.